Manufacturer narrative:
A sample has been received. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during pars plana vitrectomy surgery for retinal detachment with retinal break, the vit probe was "defective." The patient sustained a retinal rupture at 2 o'clock and a hole at 11 o'clock. The surgery was completed, laser was applied, a gas tamponade was used, a scleral suture was placed, and antibiotic was given subconjunctivally. The patient was discharged and instructed to use topical antibiotic/corticosteroid combination four times per day for 3 weeks. The report indicates "no consequences, probably."